Event description:
It was reported that the patient presented to the hospital after receiving an alert due to oversensing. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition was good.